Event description:
It was reported that during a port placement procedure, the sheath was allegedly kinked and could not insert it into the catheter. The sheath was replaced from another kit and was able to insert it. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 8.0fr peel-apart sheath with vessel dilator, one 5f dilator and one unknown size dilator were return for sample evaluations. Visual, microscopic visual and functional evaluations were performed. The distal tip of the loaded vessel dilator was noted to be deformed, and edges were noted to be jagged. The distal end of the peel-apart sheath was noted to be deformed, and edges were noted to be jagged. An attempt to loaded back the vessel dilator to the peel-apart sheath was performed. The vessel dilator was able to lock into place and an attempt to remove the vessel dilator from the peel-apart sheath was performed and retracted without resistance. Therefore, the investigation is confirmed for the reported sheath kinked issue. However, the investigation is inconclusive for the reported insertion difficulty issue as catheter was not return and as the exact circumstances at the time of the reported event cannot be verified from the returned sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the sheath was allegedly kinked and could not insert it into the catheter. The sheath was replaced from another kit and was able to insert it. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.